Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H4: device manufacture date: the lot was manufactured from (B)(6) 2023 to (B)(6), 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a single dark irregularly shaped particle of unknown material in the fluid pathway of the container. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes of particle matter include compounding error, during customer handling, or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) e1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿a small black particle¿. This was discovered during visual inspection of the finished product, prior to patient use. There was no patient involvement. No additional information is available.